Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming "vent inop and transducer fault." There was no patient involvement at the time of the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed. The reported issue was confirmed and able to be duplicated in a laboratory setting. The exhalation pressure transducer (pt 801) has recorded faults in the events log. The pt 801 has failed. This issue will be internally investigated within vyaire.